Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of decreased sensing, noise, and a loss of capture on the left ventricular (lv) lead. A replacement procedure was performed. During the replacement procedure, there was a stenosis that prevented the lv lead from being explanted. It was suspected that the stenosis could have caused the anomalous sensing values. The lv lead remained implanted and the procedure was abandoned. The patient was stable.